Event description:
The customer reported the joystick was not working. There was no pt injury reported.

Manufacturer narrative:
No ge service was performed. The fault was cleared by the customer. The system operates as intended.